Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Our investigation noted that when the signia system is subjected to an electro static discharge event, it is prone to a latch up condition on the main microprocessor. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. When the powered stapling handle was taken out of the battery charger, the display screen was powered on and the handle was full power charged. Then the handle was inserted into the clam shell, however, the display screen was black out. Pushed every button, however, the status was the same. Replaced by another powered stapling handle and the procedure was continued. The original powered stapling handle was not used on the patient. There was no patient harm. The status of the patient is no problem. After the procedure, inserted the original powered stapling handle into the battery charger. Then the charge status indicator was illuminated green. Removed the handle from the battery charger, however, the handle was heated. Waited for ten seconds, however, the display screen was still blackout. Inserted the powered stapling handle into the clam shell then connected the adapter. No sound was heard and the display screen did not react at all.